Event description:
This rv lead was implanted in (B)(6) 2017 and still remains implanted at this time. In a product experience report received on august 25, 2017, the patient had hemorrhage in the pleural cavity four days after an implant procedure on (B)(6) 2017. The patient was sent to thoracic surgery for treatment and is now currently hospitalized. It was_observed that this lead got infected. An explant date has not been decided yet. The physician was dr. (B)(6). No other information available this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)